Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are submitted. (B)(4) loss of signal (B)(6), (B)(4) loss of signal (B)(6), (B)(4) loss of signal (B)(6), (B)(4) loss of signal (B)(6), (B)(4) loss of signal (B)(6), (B)(4) loss of signal (B)(6), (B)(4) loss of signal (B)(6), (B)(4) loss of signal (B)(6), (B)(4) loss of signal (B)(6), (B)(4) loss of signal (B)(6), (B)(4) loss of signal (B)(6), (B)(4) loss of signal (B)(6), (B)(4) loss of signal (B)(6), (B)(4) loss of signal (B)(6), (B)(4) loss of signal (B)(6), (B)(4) loss of signal (B)(6), (B)(4) loss of signal (B)(6), (B)(4) loss of signal (B)(6), (B)(4) loss of signal (B)(6), (B)(4) loss of signal (B)(6), (B)(4) loss of signal (B)(6), (B)(4) loss of signal (B)(6), (B)(4) loss of signal (B)(6), (B)(4) loss of signal (B)(6), (B)(4) loss of signal (B)(6), (B)(4) loss of signal (B)(6), (B)(4) loss of signal (B)(6), (B)(4) loss of signal (B)(6), (B)(4) loss of signal (B)(6), (B)(4) loss of signal (B)(6), (B)(4) loss of signal (B)(6), (B)(4) loss of signal (B)(6), (B)(4) loss of signal (B)(6), (B)(4) loss of signal (B)(6), (B)(4) loss of signal (B)(6), (B)(4) loss of signal (B)(6), (B)(4) loss of signal (B)(6), (B)(4) loss of signal (B)(6).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced a loss of connection. No additional event or patient information is available. No product or data was provided for evaluation. Confirmation of the complaint and a root cause could not be determined.